Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: at follow-up call customer stated she had purchased a new meter and then had disconnected the call; unable to verify how customer was feeling or lot number of strips. Unable to contact the customer at follow-up call, unable to send customer care letter as no address on file for customer.

Event description:
Consumer reported complaint that the truemetrix air meter would not turn on when a test strip was inserted. Relion representative is calling on behalf of the customer. The customer stated she had a headache; medical attention was not needed at the time of the call. The lot number of the test strips as stated by the relion representative has too many digits; unable to confirm lot number with customer as call was disconnected. No further information was able to be obtained.